Event description:
During follow-up for a separate event, it was reported that this female patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2024 due to abdominal pain. It was reported the patient had a x-ray but results were unknown. There were no reported allegations that the event was related to fresenius products. Through further follow-up, the patient¿s pd nurse clarified the patient had an outpatient CT scan and was not hospitalized. Per the nurse, the CT scan findings were negative. However, it was reported that the patient was previously seen in the outpatient pd clinic on (B)(6) 2024 for symptoms of abdominal pain. The patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin (per clinic protocol). The nurse stated the patient is recovering from the event and continues pd with the same cycler. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange.